Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer delivered a bolus and alleged that the bolus took longer to deliver. Customer's blood glucose (bg) ranged between 341 to 561 mg/dl. Customer delivered a manual injection and bolus to treat bg level. Tandem technical support verified in the pump history that the bolus was requested and delivered accurately. Customer maintained belief that bolus was inaccurate. Reportedly, the customer continued using the pump for insulin therapy.